Event description:
On (B)(6), philips (B)(4) received a complaint stating that an aimled, single ceiling light had fallen. The nurse reports that she was asked to move the light. When she did the light came apart from the arm and fell. Furthermore, no injuries were reported.

Manufacturer narrative:
On (B)(4) 2013, a hardware pack (B)(4) and the locking clip (B)(4) was sent to the site. On (B)(4) 2013, an e-mail was sent to philips, stating that the device was reinstalled. "It looks like the person that installed it did not rotate the coller 180 degrees. The set screw was screwed into the arm no the head. The aimled, single ceiling light was re-installed correctly and it is secure now." This e-mail confirmed that this case was in fact an installation error, made by the installers, that were either contractors or employees of (B)(4).